Event description:
The manufacturer received information alleging an issue related to the CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Manufacturer narrative:
The manufacturer previously reported information alleging an issue related to the CPAP device's sound abatement foam. There was no report of patient harm or injury. New information has been added that the patient alleged having difficulty breathing/shortness of breath. There was no report of serious or permanent patient harm or injury. Section g3 is updated with additional information. Section h6 health effect - clinical code: 1816 is updated with additional information.